Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information on file for the reported event. The hospital biomedical engineer replaced the central processing unit. The customer contact informed ge healthcare that the hospital does not have the patient information on file for the reported event. The hospital biomedical engineer replaced the central processing unit.

Event description:
The hospital reported that, during a case, the display froze. The clinician reportedly cycled power, and the unit displayed a system reset error. The anesthesia machine was replaced and the case was completed. There was no reported patient injury.